Event description:
It was reported that when the kit was opened they found the lidocaine ampule was broken in the kit. As a result, they pulled the extra ampule of lidocaine from their stock and the procedure was performed successfully for the pt. There was a 5 min delay in treatment with no harm to the pt, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.